Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash meter. The customer obtained readings of 326 mg/dl and 86 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the "c" zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in progress. A final report will be submitted when the investigation is complete.